Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration, a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information four (4) years, six (6) months post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to significant aortic stenosis. A 29mm transcatheter valve was implanted and there was no perivalvular leak at completion of the case. The patient was transported to the intensive care unit in stable condition and was later discharged.